Event description:
A (B) (6) male with vascular disease was implanted with a spectra malleable device on (B) (6) 2009. On (B) (6) 2010, the spectra device was removed and an ambicor device was implanted due to erosion at the glans. No further info received.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to determine if the event is related to a device malfunction, device has not been returned for analysis, a request for the device has been made by ams. No conclusion can be drawn at this time.